Event description:
It was reported that the console stopped working. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the console stopped working and another laser console was brought in to complete the procedure. The patient was under general anesthesia, there was no patient complication.

Manufacturer narrative:
With all the available information, boston scientific concludes that the initial reported event, is no longer considered reportable per aborted procedure. Additional information was received via good faith effort indicating that the procedure was completed with another device, therefore, the case was completed with patient complication. Based on this information, it was determined by the manufacturer that the event is no longer reportable.